Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient had received inappropriate therapy due to the right ventricular (rv) lead oversensing noise. The rv lead also exhibited high pacing impedance, high/undefined superior vena cava (svc) defibrillation coil impedance, and increased sensing integrity counter (sic). It was noted that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) approximately three months prior and has now triggered end of service (eos) with alerts for long charge time, and charge circuit timeout. Additionally, it was noted that the patient had been lost to follow-up and had not had a device check in over nine years. Reprogramming was completed to turn "off" the high-voltage therapies. The device and lead remain implanted while the patient and physician develop a treatment plan. No further patient complications have been reported as a result of this event.